Event description:
During transfer from bed to chair pt began to slip thru sling. Pt fell to floor. Pt suffered with sore neck and back, no bruising, but pt was obviously very scared. One person involved.